Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the tower doors failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower doors failed, and the drawers were not opening properly. A field service engineer found that tower door 1 on the 4-door tower was not detected on the bus. The latch components were inspected, and significant oxidation was found on all tower latches. The old-style latches were replaced with new enhanced-style latches. The tower was reassembled, and diagnostics were used to ensure tower door 1 was detected on the bus. All tower doors were fully functional via diagnostics, and the tower doors were successfully recovered. The system functioned as intended after the field service engineer repaired the device.